Event description:
The affiliate reported that the device was implanted via v-p at 200mmh2o. After implantation, the surgeon could not change the pressure setting, even when using neodymium. Therefore the device was replaced to 82-3832 at 120mmh2o.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, an occlusion was noted in the valve. The valve was tested for programming and failed the test. No occlusions were noted in the catheters. A leak was noted in the silicone housing by the metal plaque at the proximal end of the valve. This could be due to a needle that has collected csf liquid, but this could not be confirmed. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.